Event description:
It was reported that an occlusion alarm occurred. A cartridge change was performed resolving the occlusion. It was reported that air bubbles were observed within the tubing. Reportedly, the customer was using cold insulin when filling cartridge. Tandem technical support educated the customer of this being off label usage. Customer primed the tubing to address the issue. There was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem¿s user guide: insulin should be at room temperature before filling cartridge. H3 other text : device not returned.